Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that buttons were unresponsive. The customer also reported that they received battery out limit alarms during normal use. The customer's blood glucose was 258 mg/dl at the time of incident. The customer was assisted with reprogramming time and date. The customer was advised to be sent a replacement battery cap. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.